Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 6 months. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. Approximately 2.5 years post implant, it was reported that pump stoppages and speed drops occurred when the pump was connected to the power module via the patient cable. The patient was admitted to the hospital and was reportedly asymptomatic. The reported events were noted in the system controller log files. The patient was reported to have gained (B)(6) since implant and x-ray images showed the driveline appeared to have a linear, short position/placement. X-ray images also showed several areas of suspected damage along the driveline; however, it was not felt that the findings would have caused the reported pump stoppages. Therefore, a driveline repair was not feasible and an internal issue was suspected. The patient was placed on a non-grounded power module patient cable. A pump exchange was performed on (B)(6) 2016. It was reported that strong signs of wear were detected on the driveline at the skin exit site. Additionally, it was reported that during the pump exchange a small donut-shaped thrombus was observed at the rotor. The patient reportedly had not shown any signs of hemolysis during lvad support. The reason for the thrombus was thought to be related to an unfavorable position of the inflow cannula, and a patient history of not drinking enough fluids, resulting in periods of low flow. No additional information was provided.

Manufacturer narrative:
Device evaluation: the report of pump stoppages was confirmed based on the information contained in the submitted system controller log file. Several intermittent low speed and pump stoppage events were recorded in the log file on (B)(6) 2016 while the system was supported the power module. The events captured in the log file appeared consistent with a potential driveline wire compromise. X-ray images of the internal and external portion of the driveline were submitted for evaluation prior to the pump exchange and appeared inconclusive for any driveline damage. The report of an inflow conduit alignment issue could not be confirmed based on the x-ray images. The pump was returned with the driveline cut approximately 0.5 inches from the pump housing and the remainder of the driveline was returned in one segment measuring approximately 38 inches in length. The outer silicone jacket layer of the driveline had been removed from the 38 inch segment, but was still intact at the nipple of the outlet housing. Several slices in the clear bionate layer of the driveline were observed at the proximal end of the 38 inch segment, in the approximate location of the pump end bend relief. No corresponding damage to the silicone bend relief was observed; the slices were likely obtained at or post explant. Continuity testing of both driveline segments found all wires to be electrically intact. Removal of the outer layers of the driveline revealed several breaches in the wire insulation of all wires in the general location of the observed slices in the bionate layer. Although the wires also showed evidence of abrasion in this location, it could not be conclusively determined if any of the inner conductors were exposed prior to the mechanical damage. Upon examination of the 0.5 inch segment of the driveline extending from the pump housing, breaches in the green and black wire insulation were observed, exposing their inner conductors. The green wire showed evidence of both mechanical damage and abrasion. It could not be conclusively determined if any of the green wire conductors were exposed prior to the mechanical damage. The observed black wire damage appeared to be the result of fatigue due to abrasion against the braided shield. No evidence of mechanical damage in this specific location of the black wire was observed. If the exposed conductors of the compromised black wire contacted the braided shield while the system was operating on a tethered power source, such as the power module, the resulting short to ground would have resulted in the observed low speed and pump stoppage events. Additionally, the report of observed thrombus was confirmed. A small, loose deposition was observed at the rotor inlet. Although its specific origin could not be determined, the deposition lacked lamination and denaturing, and did not appear to have originated in this location. The remaining blood contacting surfaces revealed no evidence of deposition. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.